Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient is a participant in the post approval clinical surveillance product surveillance registry.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was presented to the clinic with light-headedness, dizziness and presyncopal episodes. The implantable cardioverter defibrillator (ICD) was found to have electromagnetic interference (emi) oversensing on both atrial and ventricular channels. The device remains in use. It was further reported that the right ventricular (rv) lead had myopotential noise oversensing seen with isometric manipulation of the patient¿s upper extremities. The rv lead had high increasing threshold with no capture. The rv lead was reprogrammed. The pace/sense portion of the rv lead was capped leaving the high voltage coils in use. A new pace/sense lead was implanted. It was further reported that the right atrial (ra) lead had chronic low p-waves. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was presented to the clinic with light-headedness, dizziness and presyncopal episodes. The implantable cardioverter defibrillator (ICD) was found to have electromagnetic interference (emi) oversensing on both atrial and ventricular channels. The device remains in use. It was further reported that the right ventricular (rv) lead had myopotential noise oversensing seen with isometric manipulation of the patient¿s upper extremities. The rv lead had high increasing threshold with no capture. The pace/sense portion of the rv lead was capped leaving the high voltage coils in use. A new pace/sense lead was implanted. No further patient complications have been reported as a result of this event.